Manufacturer narrative:
Continuation of d10: product ID 977a160 , serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) of a clinical study via a manufacturer representative reporting that etiology was assessed to be the lead. The device was reprogrammed on 2024-mar-28 and on 2024-jun-07. Therapy was suspended on 2024-jun-21. Event was deemed as recovered on 2024-jul-31.

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# (B)(6) implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced low pain control on (B)(6) 2024; there was high impedance on contacts 6, 8-10, 14, and 15. The patient returned on (B)(6) 2024 and they experienced low stimulation. At this time, there was an impedance issue with contacts 6, 8, 10, 11, 14, and 15. The patient returned on (B)(6) 2024 and reported they were not receiving much benefit from their ins. They decided to turn the ins off until (B)(6) 2024. The patient was seen on (B)(6) 2024 and reported that they wanted to keep the ins off, and they did not want to have their device explanted at this time.

Manufacturer narrative:
G2: the country of origin is canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.